Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current due to an anomalous component on the hybrid was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced.